Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2012 and a sling was implanted. It is unknown which date the sling was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06276 and 2210968-2012-06274 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat prolapse, dyspareunia, and incontinence. The patient underwent the concurrent procedures of a vaginal hysterectomy, anterior colporrhaphy with vaginal/paravaginal repair and excision of previously placed synthetic mesh from anterior vaginal wall, vaginal vault suspension of the uterosacral ligaments, posterior colporrhaphy, and cystoscopy with left ureteral catheterization. The patient had the previously placed mesh explanted/ revised due to recurrent pelvic organ prolapse, 2nd to uterovaginal prolapse, a cystocele, a rectocele and an enterocele, recurrent stress urinary incontinence, significant dyspareunia 2nd to previous mesh prolapse repair. The patient experienced pain, erosion, infection, urinary problems recurrence, bleeding, dyspareunia, and vaginal scarring after implantation of new mesh. (B)(4).